Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screws were visually evaluated and found to show signs of use. One of the two screws had a dulled or rounded tip. Both screws showed significant damage at the cross-drive interface on the head of the screw. Both screws were functionally tested for retention using a driver and blade. The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. Both screws failed this retention test, therefore, the complaint is confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the screw heads experiencing excessive force beyond what they were designed to encounter on the during use. Potential contributing factors are using a worn or incorrect blade and incorrect alignment of the blade and screw. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Device product code: hbw. (B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two screw heads were unable to be gripped by the driver. The top of the screw tip looks rounded. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.